Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure in 2009. During the procedure, the device would not cut. The procedure had to be converted to an open abdominal hysterectomy.

Manufacturer narrative:
Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.